Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on the dimension vista 1500 instrument. After obtaining the discordant results, the customer ran quality controls, which recovered low and out of range. Siemens determined that calibrations also recovered unacceptably. A siemens customer service engineer (cse) was dispatched to the customer's site twice. The cse performed the following: ran service methods on sample mixers and on reagent use, replaced reagent 4 (r4) and sample 2 (s2) mixers, and ran quality control (qc), which recovered acceptably. Siemens further investigated and determined that malfunction of sample mixer potentially contributed to the discordant, falsely low co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 2 patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results obtained on the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.